Event description:
On (B)(6), 2021 the patient underwent a sacroiliac joint fusion surgery. Despite successful implantation of hardware, the patient continued to experience pain at the treatment site so a revision surgery was performed on (B)(6) 2022 in order to add an additional implant for more stabilization. There were no signs of infection and the previously implanted genesys spine devices were well placed at the time of the revision. The previously implanted devices remain in the patient. The cause of the patient's continued pain is unknown but based on the information from the representative stating there were no issues with the genesys spine implants, it does not appear to be related to the genesys spine hardware.